Manufacturer narrative:
(B)(4).

Event description:
The customer returned a transmitter (part# stt-gf-001) (lot # 5215131 , serial #(B)(4)) device for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of transmitter failed error was not confirmed. The root cause could not be determined. Additionally the returned transmitter was never originally identified by the customer so the returned item is not known to be the device in question from the initial complaint.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available.